Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Technical services (ts) was consulted to review an atrial tachy response episode with a marked signal, and ts confirmed the signal. Ts recommended to increase the atrial blanking period after ventricular sensing. No adverse patient effects were reported. This pacemaker remains in service.